Event description:
An lpn caring for a rehab patient called the baxter technical service center to report receiving a check lines & bags alarm during prime of apd treatment on the homechoice machine. The lpn reportedly opened the homechoice machine door and then received a system error 2084 alarm. A baxter operational support representative (osr) assisted the lpn in troubleshooting the alarm. At this time, the lpn informed the osr that the patient was connected to the homechoice set patient line during prime. The osr then advised the lpn that the patient should not be connected in prime and instructed the lpn to discard the entire set up and start over with new supplies. The lpn reported no patient injury or medical intervention as a result of the incident.